Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases and a curved opening. A leak test was performed and found one opening. A microscopic analysis identified: a curved sharp opening on the plug strap bond edge assessed as an unidentified (tear) opening(a dimension measurement in the shell was performed which identified the thickness within specification). A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp opening assessed as an unidentified(tear) opening.

Event description:
The device has been explanted.